Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 314.050, lot: 1897535, manufacturing site: hägendorf, release to warehouse date: 15.may.2008. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the cannulated 4.0mm hexagonal screwdriver (p/n 314.05; lot 1897535) was received at us customer quality (cq). On visual inspection it was noticed that the device had crack on the distal tip. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes .functional test: a functional test could not be performed as the mating device was not returned with the alleged device. The complaint replication cannot be performed with the returned device. Dimensional inspection dimensional inspection was not performed due to post manufacturing damage. Document/ specification review document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? No. Conclusion: the complaint condition is not confirmed for the cannulated 4.0mm hexagonal screwdriver (p/n 314.05; lot 1897535) as the mating device was not returned however the tip of the device was cracked. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon was doing a procedure for hip fracture, when he was attempting the screwdriver, the screwdriver would not fit over threaded guide wire. There was no surgical delay reported. The patient was stable after the procedure. The procedure was successfully completed. Concomitant devices reported: 2.8mm threaded guide wire - trocar point 300mm (part# 292.68, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is for (1) cannulated 4.0mm hexagonal screwdriver. This is report 1 of 1 for (B)(4).